Event description:
Mom hip resurface in 2008 - reported pain. Blood show extremely high. Chromium 50.4 ug/l and cobalt 75.6 ug/l. No one can tell me what level will be toxic to my body and cause a disease. I'm hoping your agency has some updated info as to the toxicity levels of chrome and cobalt in the blood.